Manufacturer narrative:
For two events, the investigation did not identify a product problem. The cause of the event could not be determined. For three events, the investigation is ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events. Erroneous low elecsys tsh assay results were generated. The events involved a total of 6 patients. The provided patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The provided patient genders were 3 females. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the three remaining events, the investigation did not identify a product problem. The cause of the event could not be determined. Tsh assays from different manufacturers can generate different results. This relates to differences in assay set up, antibodies used, and differences in standardization procedures.